Event description:
During a facility eval of new devices, a report was received that the ECG of a pt described as having difficulty breathing and with cardiac history would not display on the screen during a code. No adverse affects to the pt were reported as a result of the alleged malfunction.